Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was resistance when the wake button was pressed. Reportedly, the wake button is still functioning. There was no impact to customer's blood glucose level.